Event description:
The event is reported as: during pre-testing of the et tube the doctor experienced difficulty in either inflating or deflating the cuff. No report of pt injury.

Manufacturer narrative:
A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation, however, teleflex will continue to monitor and trend relating complaints.